Manufacturer narrative:
The product in complaint was not returned to the manufacturer for evaluation. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
It was reported that a (B)(6) male patient underwent a left transcarotid artery revascularization (tcar) procedure on (B)(6) 2019. The tcar was aborted and patient was converted to carotid endarterectomy (cea). Upon sheath entry into the left common carotid artery (lcca) and subsequent angiograms to confirm tip placement, it appeared as though there was the possibility of a small dissection in the common carotid. Also, after sheath manipulation and passing a wire/catheter to get a better angiographic assessment (after flow reversal was established), the internal carotid appeared to be occluded. The physician felt that the best course of action would be to convert to a cea. The patient tolerated the surgery and is recovering well. No additional details were provided.